Event description:
The anterior approach hip replacement was completed, and the patient was closed up at the time. The patient fell off the hana table after the procedure, when the perineal post was prematurely removed, and the patient was not secured onto the table by a safety strap. The patient had a spinal, and so was numb from the midsection down, when they fell off the table and broke her orbital socket and arm.

Manufacturer narrative:
The perineal post was removed and patient was not strapped in properly on table. Owner's manual nw0508 section 6.3 perineal post: secure patient with the patient safety strap.

Event description:
The anterior approach hip replacement was completed, and the patient was closed up at the time. The patient fell off the hana table after the procedure, when the perineal post was prematurely removed, and the patient was not secured onto the table by a safety strap. The patient had a spinal, and so was numb from the midsection down, when they fell off the table and broke her orbital socket and arm.